Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 3.00x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Stent damage was noted to the most proximal stent struts row, struts were lifted and bend in a proximal direction. The remaining undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was damage to the tip, it was slightly stretched distally. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00x38mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 2.00x10mm non-bsc balloon catheter resulting to 75% residual stenosis, a 3.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.75x38mm promus element stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.